Manufacturer narrative:
Eval summary: the complaint device was not received for eval. Product history records could not be reviewed because, the reporter did not provide a lot number or any identification traceable to the mfg documentation. Additional info was requested via phone on 03/28/2011, 03/29/2011 and 04/13/2011; via e-mail on 03/28/2011; via mail on 04/28/2011. At this time additional info has not been received. (B)(4).

Event description:
A facility reported, a gray foreign material was found in the pt's eye following the injection of this product. The reporter noted, the doctor irrigated and removed the material. She stated once the material was removed, the pt received copious irrigation and was treated with intraocular antibiotics. She stated following surgery, the pt was placed on oral antibiotics for a few days. The reporter noted, the pt is continuing to be monitored at this time. Additional info has been requested.